Manufacturer narrative:
(B)(4). Batch # n4m899. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, a hole can be observed on the (B)(6), the hole appears to have been caused from the inside-out by the scissors tip that appear protruding from the red protective cap; the red protective cap also appears to be damaged. No definitive conclusion could be reached as to the cause of the observed condition as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that the package was found damaged when the agent checked inventory. The package was not opened. The tip of the device penetrated the cap, so there was a hole in the pouch.

Manufacturer narrative:
(B)(4). Batch # n93d14. The analysis results found that a 5dcs device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was located at the scissors area, the scissors perforated the red protective cap and the tyvek. The sterility was compromised. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.